Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the customer threw away the cartridge. The customer was able to load a new cartridge successfully and resume insulin delivery. The customer's blood glucose level was not impacted.